Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side capsular contracture, baker grade unknown. The device has been explanted. The patient reported a complicated post-surgical recovery with the incision repeatedly bleeding, inflammation, "developed sepsis", swollen lymph nodes and anxiety due to ¿both implants are affected by recall¿.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown

Event description:
Patient reported capsular contracture, baker grade unknown. The deivce status is unknown. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6 visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side capsular contracture, baker grade iii diagnosed by ultrasound and MRI. The patient further reported "swollen lymph nodes" and anxiety due to "both implants are affected by recall¿. Physician later reported left side rupture. Patient confirmed no rupture left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a

Event description:
Patient reported left side capsular contracture, baker grade iii diagnosed by ultrasound and MRI. The patient further reported "swollen lymph nodes" and anxiety due to "both implants are affected by recall¿. Physician later reported left side rupture. Patient confirmed no rupture left side.

Event description:
Patient reported left side capsular contracture, baker grade iii diagnosed by ultrasound and MRI. The device has been explanted. The patient further reported "swollen lymph nodes" and anxiety due to "both implants are affected by recall¿.

Manufacturer narrative:
Correction to g.3 aware date for supplemental medwatch #1. The aware date should be listed as 21/may/2024.

Event description:
Patient reported left side capsular contracture, baker grade iii diagnosed by ultrasound and MRI. The device has been explanted. The patient reported a complicated post-surgical recovery with the incision repeatedly bleeding, inflammation, "developed sepsis", swollen lymph nodes and anxiety due to ¿both implants are affected by recall¿.